Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. System check was performed with tandem technical support and no issues were identified. Customer's blood glucose was 120 mg/dl.